Manufacturer narrative:
A company representative evaluated the intra-aortic balloon pump (iabp) and reported that the transducer did not adjust reading, as well as, working tests failing on auto-fill. Analysis of data logs were performed and verified. Additional information has been requested in regards to the evaluation and repair results. A supplemental report will be submitted when the additional information has been obtained. On initial reporter an abbreviation was made as the characters exceeded maximum amount. The complete site name is (B)(6).

Event description:
While in use on a patient, the customer reported that a new cs100 intra-aortic balloon pump (iabp) generated electrical test failure #53 and autofill failure alarms. This event occured during procedure after installation. There was no adverse or injury event reported, and no patient information provided.

Manufacturer narrative:
The company representative replaced the recorder and the pressure transducer. Tests were performed and the equipment was ok. Preventive maintenance was successfully performed and the cs100 is ok for use.

Event description:
While in use on a patient, the customer reported that a new cs100 intra-aortic balloon pump (iabp) generated electrical test failure #53 and autofill failure alarms. This event occured during procedure after installation. There was no adverse or injury event reported, and no patient information provided.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
While in use on a patient, the customer reported that a new cs100 intra-aortic balloon pump (iabp) generated electrical test failure #53 and autofill failure alarms. This event occured during procedure after installation. There was no adverse or injury event reported, and no patient information provided.